Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that some lines on the display are not allowing a good vision of the measurement. There were no known consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the display has horizontal lines running through it and the lines remain in the same position when the device is rotated and held in landscape. The lcd was found to be defective. The lcd was replaced and the unit functioned as designed